Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential and t-wave oversensing resulting in an inappropriate shock. The device data was sent to rhythmcare for review. Data review determined that the r-wave amplitudes was noted to be low. The system was tested in clinic, however no noise was able to be produced. The smart charge was programmed to the maximum to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.